Manufacturer narrative:
In initial report patient reported rippling, therefore coding 2613 was reported. Additional information was received on 9/3/2019. Patient had an examination by gynecologist who confirmed capsular contracture therefore coding was changed. Moreover, patient's race is caucasian.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation surgery with two 375cc mentor siltex round moderate plus profile memorygel breast implants experienced bilateral rippling post procedure. Patient further states that she can feel the back of both implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. See 1645337-2019-17355 for contralateral prosthesis report.